Event description:
Information received from our (B)(4) affiliate. A contact lens sales shop employee contacted a johnson and johnson sales representative on (B)(6) 2012 and reported that a patient was diagnosed with a corneal ulcer while wearing acuvue advance brand contact lenses. The patient consulted an eye care professional (ecp) that was not the lens prescriber. The treating ecp determined that the ulcer developed as a result of the incorrect base curve being prescribed by the patient's primary ecp. The affected eye and the treatment prescribed is unknown. On (B)(6) 2012 the patient was contacted and reported consulting the treating ecp three times and declined to provide any additional information. The patient reported that the treating ecp told the patient that "the symptom might be caused by the base curve of 8.7 did not fit the patient's eye, the patient thinks that j and j is not responsible for this event." No additional information is available at this time. The lot number of the product in question is unknown. Remaining product from the same multipack has been requested for return for evaluation; the product has not been returned at this time. Based on the limited information available, no further investigation can be conducted at this time. Because a corneal ulcer may or may not be a serious reportable medical event, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly (B)(4).

Manufacturer narrative:
Device not returned. No evaluation will be performed.